Manufacturer narrative:
Device sample received and all measurements were found to be within all manufacturing specification. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. The relation between the cooper vision device and the incident is unconfirmed. As patient was using a different device in each eye and it is unknown which or both eyes were involved, both devices are being reported. Please refer to manufacturer report (B)(6), 2640128-2023-00013.

Event description:
This incident was reported by the customer to the local sales office who reported to the manufacturer. It was reported that the patient experienced discomfort after wearing the lens and sought medical treatment. It is reported that the patient was diagnosed with unspecified keratitis. It is also reported that the patient tried to wear the contact lens after the treatment, but experienced the same symptoms and removed the lens. On november 24, 2023, the ophthalmologist confirmed that the issue was resolved, and the patient was in good ocular health. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown type or severity of the reported keratitis and lack of supporting medical information. Should further information become available, a follow-up report will be submitted as appropriate.